Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the prior stimulator was removed and replaced because it was not working. It took 9 hours to charge the ins. Manufacturer representatives attempted to adjust programming but the issue was not resolved. Per manufacturer records, the replacement occurred on (B)(6) 2019. No further complications were reported.